Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient removed their pod and did not apply a new one for 24 hours. As a result, the patient was hospitalized and diagnosed with diabetic ketoacidosis. The patient stated they did not place a new pod, because they did not have a compatible dexcom continuous glucose monitoring sensor available. The patient was not aware that they could wear an omnipod without a dexcom sensor. Patient was educated regarding the use of fingerstick when a dexcom sensor is not available and that they must wear a pump at all times to ensure proper insulin delivery. Blood glucose was reported to be 357 mg/dl. The patient was still in the hospital at the time this event was reported ((B)(6) 2026).